Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve had mold the following information was received by the initial reporter with the following verbatim it was found that the product was moldy inside the unopened package. I hope this situation can be taken seriously and the corresponding solution can be given.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "it was found that the product was moldy inside the unopened package." The product in use at the time is reported to be a 2000e china. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.

Event description:
No additional information.